Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. (B)(4).

Event description:
The customer reported intermittent signal loss of fluorescence (fl) channel 4 that occurred with the fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.